Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-011345, and the reported events and patient outcome could not be conclusively established. The account reported that support was removed, and the patient was deemed palliative following a prolonged hospital course. The patient had right ventricular failure (rvf) requiring treatment with inotropes, as well as an ongoing retroperitoneal bleed that required embolization of the l3 and l4 arteries. A left ventricular assist device (lvad) infection was also suspected, as there was an abscess proximal to the lvad. Broad spectrum antibiotics (meropenem and vancomycin) were started to treat the patient¿s sepsis. The causative agent was unclear, but sputum cultures grew citrobacter species. The patient did not want to undergo extraordinary measures and therefore, lvad support was stopped. The patient later expired on (B)(6)2019 due to the ongoing rvf and bleeding. The device had reportedly operated as expected. It was also communicated that heartmate 3 lvas, serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2018. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection (local, driveline, and pump pocket), right heart failure, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 of the IFU, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient support was removed and the patient was put on palliative care. The patient had a prolonged hospital course after left ventricular assist device (lvad) implantation and had been experiencing right ventricular failure as well as ongoing retroperitoneal bleeding that required embolization of the l3 and l4 artery in the catheterization lab. Additionally, there was a suspected lvad infection as there was an abscess proximal to the lvad. The sputum grew citrobactar species and broad spectrum antibiotics were started to treat the sepsis (meropenem and vancomycin). For the patient's right ventricular failure inotropes were started. The patient did not want to undergo extraordinary measures and therefore lvad support stopped on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.